Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 37 noted during testing. The motor was tested outside of the device and passed. Device communicated properly with test glucose meter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Customer¿s blood glucose was 10.7 mmol/l at the time of incident. Customer was performed displacement test and self test both test was passed. Customer stated that error received twice so need to replace insulin pump. The insulin pump will be returned for analysis.